Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device would not inflate due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The surgery was successfully completed. The patient was in great condition and fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes, based on analysis results, the inflation issue and fluid loss observed clinically were likely the result of the pump issues and cylinder hole identified via analysis. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. Product analysis was unable to identify device malfunction with the returned reservoir. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies, the first cylinder had a small leak that was the result of wear at a fold in the cylinder body. The second cylinder had a hole in the outer tube which led to a small leak in the cylinder body consistent with explant. Neither cylinder was pressure tested due to the identified leaks. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump did not pass activation testing. The identified fluid leak in the cylinder and the pump anomaly could affect the functionality of device as the reported inflation issue. Product analysis confirmed the reported event. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of caused traced to component failure was chosen, based on the pump failure of the activation test, and the identified fluid loss in the. The adverse events of device mechanical difficulty and a fluid leak in the device leading to limited device function are known risks of the device and are included in hazard analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device would not inflate due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The surgery was successfully completed. The patient was in great condition and fully recovered.